Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint of device powered down during flow calibration. Review of the device data logs confirmed a total power failure alarm and abnormal restart alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down during flow calibration. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed requested for the device to be returned so that an evaluation can be performed. The astral device was not returned to resmed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).